Event description:
Customer reported the infusion set leaked insulin at the base of the connector and this resulted in hyperglycemia of 250-400 mg/dl. He changed the infusion set and bolused to treat hyperglycemia, and no adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.